Event description:
It was reported by the customer that on (B)(6) 2010 a hole was found on the fiber optic by the physician. The physician did not want to take any chances and used the fiber until 12,848 joules. No patient injury was reported. The device was not returned for evaluation.